Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having some midback pain underneath the incision site. The patient underwent a revision of the anchoring system wherein a new fixate was used to assist with suturing. No device malfunction was suspected. The patient was reportedly doing well postoperatively.